Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion and instead checked the supplies and found no issues. Cts assisted the customer in determining how much of the bolus was delivered prior to the occlusion alarm declaring. The customer successfully delivered the remainder of the correction bolus without any additional occlusion alarms declaring.